Manufacturer narrative:
Lead was explanted on (B)(6) 2021 due to noise. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there is noise on ff and rv channel for this lead since (B)(6) of 2020. Pocket manipulation and postural testing recreated noise during follow up on 20-oct-2020. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.